Event description:
Patient reported severe right implant rupture. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Clarification d.6b: device photos received, no explant date provided. Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported severe right implant rupture. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported severe right implant rupture and breast mass diagnosed via ultrasound, with pain and inflammation. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.